Event description:
It was reported patient underwent a revision 4 months post implantation due to a plate which fractured due to fall at home while using the toilet. Consequently, a double plate osteosynthesis procedure was performed to address the issue, necessitating a revision surgery for the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): this follow-up report is being submitted to relay additional information. Visual examination of the returned product showed that the fractured ncb plate was returned for examination without any accessories such as screws and cerclage wires. The fracture of the plate is located through the center hole of the most proximal 3-hole pattern. On the fracture surfaces, beach lines are visible which point to a fatigue fracture. The fracture origins are located at the beginning of the chamfer on the non-bone-facing side. On the fracture surfaces there are small polished areas, most probably due to contact between the parts after the fracture. On the bone-facing surface of the plate, marks in the form of scratches from the cerclage wires can be seen next to the fracture and next to the second most proximal 3-hole pattern. A review of the device manufacturing records confirmed no abnormalities or deviations. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. Complaints are monitored in order to identify potential adverse trends. Medical records, consisting of the implantation report from (B)(6) 2023, the discharge letter from (B)(6) 2023, the revision report from (B)(6) 2023, the discharge report from (B)(6)2023 and radiographs (taken on (B)(6) 2023), were received. The review identified that the patient underwent an initial right total hip arthroplasty on an unknown date in 2016 with unknown products. On (B)(6) 2023, due to a fall of the patient, an open reduction with internal fixation of a periprosthetic femoral fracture was treated with an ncb plate, screws and 2 cable ready cerclage wires. On (B)(6) 2023, the patient fell on her right side while using the toilet. The patient suffered injuries to her head. X-ray examination of the right femur revealed an unchanged fracture position and material and prosthesis position. The patient was discharged on (B)(6) 2023. Subsequently, the patient presented at the emergency due to acute pain and deformity of the right thigh without significant trauma. Radiographic examination on (B)(6) 2023 revealed a plate fracture and lack of fracture consolidation. The patient underwent revision surgery on (B)(6) 2023 due to implant and femoral fracture. With the available information a definitive root cause could not be determined. No corrective, preventive or field action was taken following the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2 - foreign: germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the plate broke when it was fully loaded. Consequently, a double plate osteosynthesis procedure was performed to address the issue, necessitating a revision surgery for the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.